Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 512 mg/dl with ketones and it was addressed with a bolus via the pump. During troubleshooting it was determined that the customer had air bubbles in the tubing. Reportedly, the customer successfully expelled the air bubbles out.